Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The drive gas check valve was replaced. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the bag/vent switch was moved to the ventilator position and mechanical ventilation would not start. There was no reported patient injury.